Event description:
It was reported that the lead had unstable threshold. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B)(4) no anomalies were found; full lead was returned for analysis. Further testing revealed distal conductor blood/body fluid (not obstructed) and outer tubing overlay had melted.